Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event.

Event description:
It was reported the pt's right internal carotid aneurysm was treated with onyx. Post procedure, the pt was discharged with no neurological deficits excepted for a mild left facial asymmetry. On six weeks f/u, mra shows a right middle cerebral artery territory stroke. The pt has no new neurological deficit but complains of fatigue and difficulty sleeping. No other complications were reported with the pt.